Event description:
The gamma target device is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Corrected data: section: d6: lot# was corrected to "70" summary evaluation: evaluation results suggest that this event is design related.